Event description:
During an esophagogastrostomy while stapling the esophagus the ta 90 stapler fired, but the staples didn't crimp causing the staple line to not close. The esophagus then had to be handsewn which lead to a longer surgery and more bleeding.